Event description:
The physician was attempting to deploy a 3.0mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion located in the rca with moderate tortuosity, calcification and 75% stenosis. It was reported that the lesion was pre-dilated; however, the stent could not cross the lesion. When the stent was removed from the patient, the stent was noted to be flared. Another same size resolute integrity stent was used with no issues noted. No patient injury occurred and no clinical sequelae were reported. Device evaluation the stent was positioned between the marker bands as per specifications. The 7th and 8th proximal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, moderate calcification and tortuosity and 75% stenosis). Deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, moderate calcification and tortuosity and 75% stenosis). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).